Event description:
Additional information - the patient presented for a system upgrade to an implantable cardioverter defibrillator biventricular device due to low ejection fraction. The physician did not elect to remove and replace the right ventricular lead as they did not want to damage the patient's prosthetic valve. With the new system, when the patient was paced the signal was able to be conducted to the right ventricle, minimizing the need to pace in the right ventricle. The patient was in stable condition throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a cardioversion. Post-cardioversion, it was noted that there were no captured beats on the electrocardiogram. The pacemaker was interrogated, and it was noted that the right ventricular lead had decreased r-waves and an increased capture threshold. The device was reprogrammed to address this. The patient then presented to clinic for a follow-up, and interrogation of the device revealed that the r-waves remained low, but the threshold had improved. At the next follow-up, the r-waves still remained low but the threshold had increased again. The patient was in stable condition and would continue to be monitored.